Event description:
Device malfunction: balloon rupture, time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the heavily calcified, mildly tortuous, 90% stenosed external iliac artery, during pre-dilation, the fox plus balloon ruptured at 12 atmospheres during the second inflation. The balloon was completely removed without difficulty. There was no adverse patient effect. Though requested no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device evaluation, a root cause for the balloon rupture could not be determined based on the described event. However, the reported heavily calcified vessel may have contributed to the balloon rupture. A review of the finished device lot history record did not reveal any non-conformity, which could have contributed to this event.